Event description:
During 9th treatment, pt informed nurse of calf pain. Pt was admitted to the hosp and diagnosed with a deep vein thrombosis. Treated with heparin and discharged with coumadin. Fhc received confirmation of this event via a fax from pt's physician which co received in april 2004.